Event description:
The pt's daughter reported the pt had a revision of the left lead due to a fall which resulted in an infection and device explant. The pt experienced healing complications at the wound site. The pt was seen by a plastic surgeon and later had surgery for wound dehiscence and removal of "dead bone in skull". The right lead was accidentally cut during surgery and replaced. Refer to medwatch report 6000153200501455.

Manufacturer narrative:
.